Manufacturer narrative:
Vyaire medical reference number (B)(4). Results of investigation: the vyaire medical manufacturing plant received photos of the suspect device, an infant flow lp, ncpap, generator kit without prongs + circuit x20, and performed an initial visual evaluation. An initial evaluation of the device photos confirmed the reported issue. The photos showed that the inner diameter of the tube was very narrow and this could cause an incorrect air flow. A device history record review was performed and no issues were found. The vyaire medical manufacturing received the suspect device, an infant flow lp, ncpap, generator kit without prongs + circuit x20, for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The user facility reported that the sipap's high pressure alarm occurred while the device was in use on a patient. When the end-user replaced the lp generator, the issue was resolved. There was no patient harm/injury associated with this event. The distributor evaluated the lp generator and found that it always had the same CPAP pressure of 2.5 cmh2o and part of the pressure tube was very narrow.

Manufacturer narrative:
The vyaire medical manufacturing received the suspect device, an infant flow lp, ncpap, generator kit without prongs + circuit x20, for evaluation. An evaluation of the device confirmed the reported issue and found that the part of the tube was very narrow.